Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer evaluated the ventilator and verified the customer reported condition. The service engineer replaced the graphic user interface printed circuit board, which resolved the condition; the software was updated. The ventilator passed performance verification tests, short self tests, and extended self tests.

Event description:
It was reported that, during patient use, the ventilator's display went blank. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.